Event description:
It was reported that a spectrum pump alarmed sys error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the sys error 105. The reported symptom was observed during power up and caused by a failed motor flex. The motor assembly was replaced.